Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. Product ID: 97740, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that a patient received a new product, and the patient programmer (pp) worked one time and now he had to use his recharger (insr) to turn stim on/off. Pp would not communicate with the neurostimulator (ins). Rep believed the patient only received the pp and not a new antenna. It was noted patient received a replacement programmer and external programmer antenna didn¿t work. Additional information was received from rep on feb-26-2018. It was reported patient had lost a significant amount of weight causing the battery to be in a different location on their back relative to where it was initially. Battery was communicating with remote properly. Patient was educated on where the battery was now sitting. On mar-01-2018, additional information from patient stated that the patient was not connecting with the ins with or without antenna. Rep asked patient to call and order a pp antenna. Patient services review best practice to connect without antenna, patient saw poor communication. Pss reviewed with patient that a new antenna would most likely not resolve the issue if pp didn¿t connect without. Patient was able to use ins recharger to turn stimulation on/off and that worked just fine. Additional information was received from the manufacture representative (rep) via the patient on 2018-apr-04. The patient stated that their remote does not connect to the ins regardless of position. The rep was able to connect but it took numerous tries and pressing the antenna firmly against the patient. The recharger is the only way to turn the stimulation on and off. The patient has requested a revision to fix the problem. The cause is due to the patient losing weight which caused the ins to shift. They tried several different programmer with different antennas to resolve the issue. The patient is talking to a surgeon about the revision. The issue is not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.